Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the (B)(6) female patient receiving intrathecal bupivicaine 6mg/ml at 1.8744mg/day (added (B)(6) 2015) and morphine 10mg/ml at 3.124mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications were listed as generic licoprophen, ointment that contains gabapentin/ketamine ,/clonidine, and lidocaine to help with pain. The patient history noted as a spinal cord tumor (source of chronic pain) and meningioma. It was reported that the pump "was malfunctioning" and her pain started to return about 3 months ago (B)(6) 2015. The patient stated that "little by little it's (the pain) gotten more and more", and had felt a "tad of nausea" the past couple of weeks. The patient had to bolus 3 times overnight, because the pain woke her up and her back was hurting. It was noted that she felt a "bounding pulse" that made it hard to sleep. A procedure was performed last week (B)(6) 2015-10-06 at the surgery center to check the patency of catheter, and "it was clear there was no kink." The pump had not been beeping or alarming and there have been no volume discrepancies at refill that the patient was aware of. Bupivacaine was added on (B)(6) 2015, the morphine dose was increased on (B)(6) 2015, and the patient was weaned off oral medication. The situation was being addressed by the health care provider (hcp), and the patient mentioned that she was going to schedule an appointment with another hcp for a second opinion. Additional information received from the patient reported that the circumstances that led to the increase in pain was due to weaning off oral morphine; the patient was also questioning her increase in activity level and the device. The patient noted that she currently had x-rays performed to rule out catheter tip migration. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.